Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2211503 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during inflation during prep. Another mynx device was used for hemostasis. There was no reported patient injury. The device was prepped and used according to IFU instructions. The device was stored in the appropriate cabinet in accordance with IFU. The device prepped normally. The device was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. There was no visible damage in distal end of the sheath after removal. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used in a transfemoral cerebral angiogram. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during inflation during prep. Another mynx device was used for hemostasis. There was no reported patient injury. The device was prepped and used according to IFU instructions. The device was stored in the appropriate cabinet in accordance with IFU. The device prepped normally. The device was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. There was no visible damage in distal end of the sheath after removal. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used in a transfemoral cerebral angiogram. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in manufacturing position exposed to blood. The procedure sheath was locked on to sheath catch as received. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2211503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.